Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following implantation of an intraocular lens (iol) the patient experienced glare, inadequate near vision. Lens was explanted. Additional information was requested.

Manufacturer narrative:
Information was provided that indicated the use of a qualified cartridge with a non-qualified handpiece. Information was provided that indicated the use of a viscoelastic, which was not qualified for company cartridge use. The explanted lens was not returned for an evaluation. Information was provided that indicated the 19.0 diopter lens was removed and replaced with a another model 19.5 diopter lens. The manufacturer internal reference number is: (B)(4).